Event description:
Edwards received notification of a sapien m3 procedure in the mitral position in which the valve was successfully implanted. Severe pvl (paravalvular leak) was identified at the mc (medial commissure) and required intervention with placement of a vascular plug. The native mitral annulus demonstrated very anterior/high commissures. Post-intervention, pvl was reduced to mild, and mr (mitral regurgitation) improved from moderate/severe to mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.